Event description:
Boston scientific received information that during a post-operation device check, it appeared via chest x-ray that the right atrial (ra) lead had a break in the insulation distal to the suture sleeve. The field representative tested the lead measurements and everything was fine, however based on the physician's visual observation and concerns for potential problems, it was decided to replace the lead. Upon extraction, it appeared that the coil was twisted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection confirmed both the anode and cathode coils were deformed between 201 and 203 mm from the terminal pin. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis confirmed the clinical observation of deformed conductor coils; however, verified the lead was physically intact and performance had not been compromised.

Manufacturer narrative:
The lead was received and is currently in analysis. Upon completion from analysis, this report will be updated.